Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient was still showing as admitted on the server. A technical support specialist (tss) requested the customer to provide the hl7 messages sent for patient discharge. The epic team resent the discharge message, and the patient was successfully discharged on the es server. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient did not drop off from the system despite being discharged. The patient remained assigned to the room in pyxis, preventing a new patient from being added. There were no delay or adverse events or injuries reported based on this event.